Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the left ventricular lead exhibited a loss of capture. An x-ray image revealed that the lead had become dislodged. No medical intervention was performed. The lead would continue to be monitored. The patient's condition post event was good.